Manufacturer narrative:
The problem was isolated to the right pt control board. The right pt control board was replaced to repair the bed.

Event description:
Info received indicates the bed would run back up after the head section was lowered.